Event description:
It was reported that the cuff had been checked in advance; however, during use an unusual noise was heard, and after removing the balloon, damage was identified in the catheter portion rather than in the balloon portion.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). Initial reporter zipcode: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.